Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. No imaging was provided. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the hemodynamic instability is likely related to patient factors (triple vessel disease (tvd) and 25% to 50% stenosis). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi case registry, hemodynamic instability and catheter site bleeding were observed during the transapical tavr procedure for a 26 mm sapien xt valve. The patient has a history of triple vessel disease (tvd) and 25% to 50% stenosis was observed. As the patient¿s renal function was poor, percutaneous coronary intervention (pci) prior to the tavr was not performed. Balloon aortic valvuloplasty (bav) was skipped and the valve was implanted with nominal volume. After the valve was implanted, hypotension was observed. Blood pressure (bp) was in 40's mmhg to 50's mmhg. As echocardiography observed ventricular asynergy, so an angiography was performed to rule out for left coronary artery (lca) occlusion. Angiography revealed spasm. 2 ml of nitroglycerin was administered. The patient then became hemodynamic stable. When the ascendra+ sheath was removed and the lv access was being closed, bleeding started. The wall around the left anterior descending coronary artery (lad) was ¿swollen¿. The damage was able to be sewn and bleeding was stopped. Thoracic drain was placed and procedure was closed. The physician stated that the spasm occurred due to the pre-existing stenosed lesion. Due to rapid ventricular pacing (rvp) during the procedure, the flow volume was decreased further. The left ventricle wall was ¿swollen like after acute myocardial infarction (ami) occurred¿.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00138.